Manufacturer narrative:
Resmed has requested for the mask to be returned so that an engineering investigation could be performed. The mask has not been returned. There was no reported allegation of a device or mask malfunction. Resmed reference #: (B)(4). Device has not been returned to resmed.

Event description:
It was reported to resmed that a patient experienced cardiac arrest and hypoxia after the patient's nasal mask was replaced with an acucare full face mask without an exhalation valve by the healthcare provider. There was no reported allegation of malfunction.